Event description:
As reported, the patient had an initial left tka on (B)(6) 2016. The patient complained of pain and was revised on (B)(6) 2023 due to a loose femur and recalled poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Concomitant medical products: serial #: (B)(4), category #: 200-02-38 - three peg patella 38mm, serial #: (B)(4), category #: 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm, serial #: (B)(4), category #: 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. Recall number: z-0021-2022.

Manufacturer narrative:
Additional information ¿ additional information from legal was reported in MFR# (B)(4) in a timely manner, the investigation showed that complaint to be a duplicate. A final MDR was submitted to show this MFR as the final device investigation for reporting. H3. The revision reported may have been the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The revision does not appear to be the result of prosthesis wear as the returned tibial insert does not show signs of wear or oxidation that are inconsistent with being implanted for over 6 years. As stated in the experience report, a contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the other devices were not available for evaluation. These devices are used for treatment not diagnosis.